Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle would not catch in the capio carrier and later detached from the mesh leg assembly, inside the patient. The physician was unable to find or retrieve the needle. The procedure was completed with another pinnacle anterior pfr kit, which no complications to the patient, who is reportedly "ok" post-procedure.

Manufacturer narrative:
(B) (4)

Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle would not catch in the capio carrier, and later detached from the mesh leg assembly, inside the pt. The physician was unable to find or retrieve the needle. The procedure was completed with another pinnacle anterior pfr kit, which no complications to the pt, who is reportedly "ok" post-procedure.

Manufacturer narrative:
Info was completed by the manufacturer based on info obtained from the complainant. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.